Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8150pp-30 (no batch information provided) was received for investigation. Visual inspection identified signs of use across the cutting tip (superficial surface damage). Upon initial deployment, the cutting tip did not completely clear the outer tube. The device was disassembled, and upon reassembly, the tip was able to be deployed further. The cause remains undetermined.

Event description:
It was reported that upon opening the ar-8150pp-30 power pick to the field, it was being checked to make sure the lever to deploy the pick part of the instrument worked, but when the lever was activated the pick did not deploy completely. A second pick from the same box was opened and used to complete the procedure.